Event description:
Account reported that siderails are not going.

Manufacturer narrative:
Technician went onsite and readjusted the siderail latching mechanism to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.